Manufacturer narrative:
This report is submitted on february 11, 2020.

Event description:
Per the surgeon, the patient experienced an infection at the abutment site that was treated with IV and oral antibiotics. The abutment has been removed. The implant remains in-situ.